Event description:
Affiliate reported that during an intra-operative procedure the valve reservoir at the end of the sealing presents a cracking allowing the leakage of cerebrospinal fluid. Surgical delay of 2 minutes. No adverse consequences reported. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. No leaking of the valve was found. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. (B)(4).